Manufacturer narrative:
The device is currently being investigated. When the investigation is complete, a supplemental MDR will be filed. (B)(4).

Event description:
The catheter access port needle broke when inserted into the catheter access port during preparation for an implant. A replacement pump was used to complete the procedure. The patient was unaffected. The pump was returned for investigation.